Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set air was found in line and disconnection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: pump with air in line error, removed chamber of IV primary tubing line and line detached/severed/ malfunctioned, connection too loose to maintain on at air chamber site. Line disconnected just above air chamber. Line immediately clamped for minimal loss of medication, estimated 5 drops. Sterile syringes used to empty broken line and then re-fill new line. As much of medication retrieved as possible, not 100% due to residual left in broken line and loss at time of break.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the pump alarmed with air in line error could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set air was found in line and disconnection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: pump with air in line error, removed chamber of IV primary tubing line and line detached/severed/ malfunctioned, connection too loose to maintain on at air chamber site. Line disconnected just above air chamber. Line immediately clamped for minimal loss of medication, estimated 5 drops. Sterile syringes used to empty broken line and then re-fill new line. As much of medication retrieved as possible, not 100% due to residual left in broken line and loss at time of break.